Manufacturer narrative:
Additional information received: it was reported that the taper tip was attached on removal of the delivery system. The tip was not observed to be moving or loose during removal and the tip did not detach in-vivo. Device evaluation summary: the delivery system returned with the external slider and the backend wheel in the open position. The taper tip, sleeve and inner shaft had detached and were not returned for evaluation. There was no abnormality visible to the spindle. A severe kink was observed in the spiral shaft 10.2cm from the spindle. Kinks were observed along the graft cover 8.8, 10.8 and 12.1cm from the strain relief. The graft cover tip was partially flared. The reported deployment/expansion difficulties could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported removal deployment difficulty event, leading to the removal difficulties and inaccurate delivery, could not be confirmed from the pre-implant films provided; therefore the cause of the event could not be determined. Complete pre-implant CT¿s were not available and a comprehensive assessment of the patient¿s anatomy, including evaluation of any neck thrombus and the suprarenal neck, could not be performed. Procedural images showing stent graft deployment and the removal of the delivery system were not provided for assessment. Analysis of the returned films did not reveal any clear anatomical characteristics that could explain the reported event. A device issue cannot be ruled out as a potential cause. The delivery system is pending return for analysis and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 73mm abdominal aortic aneurysm. It was reported that during the index procedure, one of the suprarenal stents of stent graft didn't release from the device. It was reported to be impossible to remove the delivery system. Even by moving the delivery system, it did not move so the physician then used a balloon to push upward and fix the stent. The delivery system was then successfully removed. The stent graft then dislodged a bit so an aortic cuff was then implanted as a result. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.